Event description:
According to the reporter, during the laparoscopic radical gastrectomy for gastric cancer, when on the transection and division of the gastric body, at the first firing, the stapler failed to fire and locked on tissue. The stapler was opened manually, and the device was removed from the tissue. The handle and reload were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot# p5g1153s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. It was reported that at the first firing, the stapler failed to fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing handle has not been completely cycled. It was also reported that at the first firing, the stapler locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.